Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the black handle with the advancer tube separated from the device. The distal end of the shuttle tubing was broken and separated from the device. The procedural sheath stopcock was not opened as received; however, it is unknown if the stopcock was closed during the procedure or from subsequent handling. The review of the lot history record (f1607402) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and the investigation performed, the reported event may have been caused by the sealant prematurely swelling up, increasing the profile and/or adhering to the shuttle tubing, potentially contributing to the resistance that was felt during the procedure. The resistance/friction may have caused a portion of the sealant being dragged out of the patient's tissue tract during retraction of the procedural sheath and shuttle cartridge. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath. Additionally, if the procedural sheath's stopcock is not in the open position prior to shuttling down and as the device is advanced, blood can be trapped inside the sheath causing the sealant to hydrate prematurely. Per the mynxgrip instructions for use (IFU), for deploying the sealant, users are instructed the following: while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. The root cause of the reported event could not be conclusively determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available, a supplemental medwatch report will be filed.

Event description:
It was reported that upon the procedural sheath withdrawal from the tissue tract, it was noted that part of the mynxgrip sealant was exposed and did not make it to the vessel. The device was being used in conjunction with a 5f procedural sheath for arterial closure following a diagnostic coronary procedure. Resistance was felt while withdrawing the procedural sheath to lock the grey shuttle to the black handle. The rest of the sealant which made it to the vessel was enough to achieve successful hemostasis. A post deployment compression was applied for 2 minutes. The patient was described as fine and hospitalization was not prolonged as a result of the event. No further information is available.